Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber presented a double beam. The procedure was completed with the original fiber without patient complications but took significantly longer than usual.

Manufacturer narrative:
B3. Date of event, estimated.

Manufacturer narrative:
B3. Date of event, estimated. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the all the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber presented a double beam. The procedure was completed with the original fiber without patient complications but took significantly longer than usual.